Manufacturer narrative:
Additional information received - the reporter indicated there was no patient injury and a non-staar lens was implanted. Method code(s): device history record review. Result code(s): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for untis within the same lot. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens, 22.0 se/2.0 diopter, and the lens split in half. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.